Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and could not duplicate the reported complaint. The touchscreen display was damaged and may cause auto triggering. The device was tested and no failures were observed. The display was replaced as a precaution. The device passed all testing. The reported malfunction could not be duplicated.

Event description:
It was reported that during maintenance a ventilator was intermittently power cycling on and off and eventually booted normally after sitting for 15 minutes. There was no patient involvement.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.